Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported having a tooth extracted (permanent impairment to a body structure) and the invisalign system aligners were being used at that time.

Event description:
The patient reported symptoms of pain and a fracture on tooth # 3 (upper right 1st molar) that lead to tooth 3 to be extracted. The patient reported visiting a general dentist, who extracted tooth # 3, due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient.